Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Additionally, imaging evaluation did not reveal any device related issues or malfunctions. However, a definite root cause is unable to be determined. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 2, the patient experienced atrioventricular (av) block grade iii and on pod 7, a permanent pacemaker was implanted. Patient received an evoque valve in tricuspid position where baseline rhythm was above 100 bpm with atrial fibrillation (af). During the procedure, the patient experienced short tachycardia episodes that went away on their own. They were dependent on the delivery system and wire movements, and could be resolved by undoing movements that lead to the tachycardias. No external pacing or other intervention was required. Finally the valve was implanted successfully (position was 0-5 mm to the hinge points). After delivery system removal, as a safety backup, the medical team chose to implant a standard temporary pacemaker lead in the right ventricle which was connected to a pacemaker outside the patient's body. The initial tricuspid regurgitation (tr) grade was massive (4+), and it was none/trace post-procedure. On post-operative day two (2), the av-block iii was detected through telemetry. On echo, the result of the evoque implantation were still very good. On post-operative day seven (7), a permanent pacemaker was implanted. Post-pacemaker implantation, an intermediate exit block occurred. The patient returned to the hk-lab for revision of the pacemaker and patient had to be reanimated. The patient was reported to be recovered on the same day. The site assessed this event is not related to device or procedure.